Event description:
It was reported that the ilet pump was not receiving glucose readings from a paired dexcom g6 sensor, with the pump displaying a ¿searching for transmitter¿ status and the cgm showing three vertical lines, and the event was managed through troubleshooting and education for cgm signal loss. Symptoms included no blood glucose data displayed on the pump, with no adverse clinical symptoms reported and blood glucose not affected. Outcomes included interruption of cgm data availability to the pump and the need to replace the transmitter. Investigation included guided troubleshooting steps, device restarts, cgm menu review, and reconfiguration attempts by switching between cgm models and re-entering pairing information. Investigation of this case revealed a persistent pairing failure that prompted an alert to pair a new transmitter, indicating a transmitter issue. It was concluded that the event was attributable to a cgm transmitter problem rather than a pump malfunction.